Manufacturer narrative:
Though requested of the reporter, the device has not been returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be conclusively determined.

Event description:
It was reported approximately 9 months after implant of an intraocular lens (iol) into the eye, the patient presented with visual disturbances allegedly due to cloudy vision iol. A successful lens replacement using a different model iol and diopter was performed. The patient's outcome was good.